Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be field. (B) (4).

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a endoscopic retrograde cholangiopancreatography procedure on a (B) (6) female patient. According to the complainant, while backloading the guidewire through the stent system, the internal pull wire became bent and came out of the side exit port. The device was discarded, however, the stent from this device was deployed using another unknown delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as doing okay.